Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The event is typically caused by improper grasping/insertion technique such as incorrect instruments used to insert the passport cannula (sharp instrument instead of hemostat), incorrect portal incision size, and/or excessive force applied during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the plastic cannula was used to pass instrumentation through when doing arthroscopic shoulder surgery in order to protect the surrounding tissue. On removal, the flange of the cannula was noted to be broken-off and missing. The missing piece was 1mm x 1cm. Noted by the theatre team, they could not identify where it went but it was not seen in the joint space. There is a possibility it was washed away during the procedure. No patient harm was caused.